Manufacturer narrative:
(B)(4).

Event description:
During pump replacement, the physician was unable to aspirate from the catheter. The physician chose to flush the catheter and the patient was bolused. At the time, the patient was not having any adverse effects, but they wanted to program the new pump so that the patient would not receive any drug for 8 hours. The device system was used to deliver lioresal 500 mcg/ml at 215 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.